Event description:
Caller reported tandem mobi cartridge alarm, including a malfunction alarm received during the cartridge change process. Blood glucose level did not exceed 500 mg/dl, indicating the problem did not adversely impact customer¿s blood glucose level. Customer could not continue troubleshooting with cartridge alarm 35, and no further corrective actions were documented.